Manufacturer narrative:
Date sent: 11/07/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips were release deformed, which caused a small wound of the cystic artery, with no other issue or consequence to the patient. They used another device to complete the procedure.